Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. The device was intended for use in treatment. As no samples were returned, a product evaluation could not be carried out. The pump monitors the level of air leaks into the dressing. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder than normal buzzing with ok light still flashing). If it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico products, there have been further complaints reported with this failure mode in the past three years. A clinical investigation concluded: ¿the data provided is from an article from the netherlands reported a clinical observation of "prophylactic negative pressure wound therapy after lower extremity fracture surgery: a pilot study,¿ presented in a provided translated excel spreadsheet in english. However, the limited information provided did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. Per report, one of these patients declined participation (device making too much noise). Therapy not completed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed.¿ a risk management review was carried out. The risk files for the pico family contain the failure mode of device generating noise which results in user removing the device resulting in loss of negative pressure benefits. As the product code is unknown, a review of the device labelling could not be carried out. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that in a clinical observation of "prophylactic negative pressure wound therapy after lower extremity fracture surgery: a pilot study". It was documented on the paper that the pico negative pressure wound therapy (smith & nephew) was applied to 60 patients, 1 of these patients declined participation (device making too much noise). Therapy not completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.